Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Contact reported that the customer's blood glucose level was 294 (mg/dl). Customer performed a correction bolus to treat their bg level. Reportedly, contact indicated that the customer will revert to insulin injections for diabetes management.